Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, patient experienced a failed transmitter error. No additional patient or event information is available. The transmitter has been received for evaluation. An external visual inspection was performed and passed. A voltage test was performed, and the device has a voltage of 0.21vdc. A pairing test with nordic bluetooth device was performed and passed. Cloud/share data was not available. Review of the bin file passed. The complaint was not confirmed because there is no transmitter error in the bin file and it passes all relevant testing. The root cause could not be determined.